Event description:
A facility reported that the mayfield composite series skull clamp (a3059) lost tension either during the case or while pinning and patient injury resulted. Additional information has been requested related to type of injury and surgical delay.

Manufacturer narrative:
The mayfield composite series skull clamp (ID a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned unit was unable to duplicate any slippage. When the clamp was properly positioned and put under pressure, it did not move. However, the unit has a slight up and down movement in the lock and worn parts that will need to be replaced. As a result, the disk ratchet, retaining ring, screw, nut, washer and wave spring will be replaced, and since the unit has not been serviced in some time, it is recommended for preventive maintenance (pm) service. Additionally, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the service team and noted that the unit was in worn condition and wear was noted on the starburst teeth. No additional device deficiencies were noted. Root cause: the complaint is not confirmed as slippage could not be duplicated. The unit has not been serviced in some time, and it was in need of a pm service. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.